Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this right atrial (ra) lead. Technical services (ts) reviewed the reports and noted that this lead exhibited low amplitudes and undersensing. Also, the lead may have exhibited loss of capture (loc). It was noted that an x-ray was performed and noted no changes. Ts advised troubleshooting. The lead remains in use. No adverse patient effects were reported.